Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the instrument is performing within specifications. The cause for the discordant results is being further investigated. No further eval of this device is required.

Event description:
Customer reported several advia 2400 cholesterol pt results as lower than expected. These samples were retested and their cholesterol values were normal. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant cholesterol results.